Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: investigators were unable to power on the pump. The pump displayed a sleep alarm. The pump software was reloaded, and the sleep alarm re-occurred. Investigation could not be adequately completed due to corrupt software.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete, a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient indicated that she had been receiving call service alarms. The patient changed the battery multiple times and now is unable to power the pump on. There is no additional information available at this time.